Event description:
The user received questionable nitrite, blood and leukocyte results for one urine sample tested on the urisys 1100 analyzer. Of the data provided, the blood results were discrepant. The initial result from the analyzer was negative. When the urine chemstrip was tested manually, the blood result was 1+ (one plus). No adverse events were alleged regarding the event.

Manufacturer narrative:
The urine analyzer and strips were returned for investigation. The returned materials and retention materials were investigated. It was determined there was no indication of a product malfunction which caused or contributed to the event reported by the customer. No adverse events were alleged regarding the event.